Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out-of-range (oor) pacing impedance measurement greater than 2000 ohms as well as oversensing of noise. The local area field representative reported all other lead measurements were within range and that the patient recently lost weight and began exercising. Additionally the patient was scheduled for a possible lead revision procedure at a future date. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating this implantable defibrillation lead continues to exhibited a high out-of-range (oor) pacing impedance measurement greater than 2000 ohms. The local area field representative reported the patient has been scheduled for a lead revision procedure at a future date. No adverse patient effects were reported. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead was performed. The lead was returned in two separate segments. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the proximal segment was severed 12.4 centimeters (cm) from is-1 pin and drag marks were noted on the is-1 terminal ring. Microscopic inspections of the distal segment noted the trilumen insulation was severed at 35.2 cm from distal tip. Additionally the rs- coil and distal hv dbs cables were severed 46.6 cm from distal tip. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Additional information was provided indicating this implantable defibrillation lead was fractured and continued to exhibited high out-of-range (oor) pacing impedance measurements greater than 2000 ohms. A medical personnel reported the oversensing of noise caused loss of atrioventricular synchrony and then pacemaker mediated tachycardia (pmt). The local area field representative reported this lead was successfully explanted and replaced. No abnormalities were noted visually, however the lead was cut during the explant procedure and no adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.